Event description:
It was reported that customer could not load cartridges into the pump. Customer¿s blood glucose level was 228 mg/dl. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.